Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation primary with a mentor siltex round moderate profile, 250cc saline experienced left-sided deflation post procedure. As a result, patient underwent an explant on (B)(6) 2021.

Manufacturer narrative:
Additional information received on november 17, 2021 stated that patient underwent bilateral replacements as follow: l/ cat#: 3502751bc, sn#: (B)(6), r/ cat#:3502751bc, sn#: (B)(6). The procedure updated from breast augmentation primary to unspecified breast reconstruction. Suspect device received on november 25, 2021 device evaluation completed on november 30, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 250cc breast implant was found to have a tear on the posterior view, measuring approximately 0.4 cm. A microscopic examination was performed, and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).